Event description:
Mother of patient reported that the feeding set was pulling gastric fluids from her daughter's stomach. In a phone conversation with the mother she stated that the nurse set the feeding routine and left the room. When the mother went upstairs to her daughter's room she saw gastric fluids in the feeding bag. Patient reportedly would not eat because she felt "crummy" as the mother stated. The injury reported by the mother is that her daughter lost (B) (6) pounds but her mother mentioned that there could have been other factors that contributed to this.

Manufacturer narrative:
Two attempts were made to receive the suspect product. Multiple follow up messages were left for the patient's mother without response. This product was not returned for evaluation; therefore, no results or conclusions could be drawn. If further information is obtained a follow up report will be submitted.